Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was programmed to deliver tpn (total parenteral nutrition) at a rate of 63ml/hr. No further programming parameters were provided. After an unspecified length of time, the clinician noted the device displayed a rate of 400ml/hr. Though requested, the customer declined to provide additional information including specific event details, patient information, and patient's outcome.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4). (B) (4)